Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that post implantation of an intraocular lens (iol), the patient can not see out and lens is floating around in eye. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.